Event description:
I went for a laser genesis procedure on (B)(6) 2015, in hopes of treating some old acne scars. The following morning, I awoke with several new indentations/scars, both v-shaped and dimple-like. I have several new fine lines on my face and my pores are larger than ever. My skin appears to have aged 15 years in the last 3 months. I was given no informed consent form to sign. I was told there were no risks with this procedure - that it was a mild laser incapable of doing damage. If I had known these side effects were possible, I never would have gotten this procedure. It is absolutely criminal that these devices are destroying faces (and lives), and come with no warning!